Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's display was blue. Patient involvement information was not provided by the customer. The service engineer evaluated the ventilator and the display was restored. The ventilator passed self-testing.